Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa in (B)(4): as product was not returned, visual inspection was not performed and further information could not be provided. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(4). Model: fy-60ad). The exact root cause is not determined. Correction of date of birth from (B)(6) 2059 to (B)(6) 1959. Unique device identifier (UDI) number has been added. Correction of implant date from (B)(6) 2016 to (B)(6) 2014 and explant date from (B)(6) 2016 to (B)(6) 2014.

Event description:
The haptic broke off right after being implanted. Lens had to be explanted.

Event description:
Haptic broke off right after being implanted. Lens had to be explanted.